Manufacturer narrative:
D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016; therefore, no UDI is required. E1 (B)(6). A quote was provided to the customer to repair the device; however, the customer responded that they have decided not to repair the device. The product malfunction was unable to be confirmed because the device was not available for analysis. No further information is available. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that spo2 measurement sometimes does not work; however, no error message appeared. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.